Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the blood glucose was high. The customer¿s husband reported that they do not have the meter in order to test blood glucose but is stating that the blood glucose is over 600mg/dl. Husband would like a replacement meter sent and would like assistance in delivering a bolus. The patient went tanning 4 days ago and her legs swell and she wears compression socks. The patient took pump off and got frustrated and didn't pump for an estimating a one and a half, to two days. She had a bunch of apple juice this morning. The customer¿s husband reported that she was not doing manual injections. The customer declined to troubleshoot for high blood glucose as she was not on the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.